Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2007 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) receiving baclofen day of replacement 5/19: 1714.4 mcg/day, 5/20: 1627.1 mcg/da/ 3750 mcg/ml dilaudid (hydromorphone) day of replacement 6.858 mg/ day, 5/20: 6.508 mg/ml, 5/21 1/ 15 mg/ml. Via an implantable pump. The healthcare provider (hcp) reported the patient had pump replacement for early replacement indicator (eri) with no patient complaints. On (B)(6) 2023, the pump dosage was decreased to ten percent since the patient was becoming lethargic and hypotensive overnight. However, their voice changed once the pump dosage was decreased. So, the hcp only decreased the dosage to five percent. Upon arriving at the hospital, the patient was found alert and responsive. On (B)(6) 2023, the patient was intubated so the pump dosage was decreased to seventy five percent. Upon arrival to hospital, the patient was intubated, on an IV levophed for hypotension, was alert and following commands. It was reported that their spasticity was worse. The pump was decreased again on (B)(6) 2023 to increase the patients pump ten percent. The patient was no longer intubated or on IV levophed. She was awake and alert. The environmental factor was the oral medication that given to the patient at night. It was noted abdominal extended-release drug and cat scan were done. The r esults were unknown. The catheter aspirated without any issues. The catheter was fully intact and connected the new pump and dose settings were changed during the pump replacement. The patient medical history are multiple sclerosis, seizures, and common variable immune deficiency. The patient status was alive and no injury. The issue was resolved.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). The provided information has been confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). The physician admits all his pump replacement patients into the ICU for overnight to monitor after a surgery. The cause of lethargic, hypotensive, and spasticity symptoms were asked but not determined at this time. The patient was dispatched from the hospital.